Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced intermittent high blood glucose (bg) levels (over 600 md/dl) and the cause was not known. The customer declined tandem technical support's offer to troubleshoot and did not provide further information about the event. The customer reported that for the past 21 years of being a diabetic, the bg would frequently go high for unknown reasons.

Manufacturer narrative:
Uncheck 'congenital anomaly' box.